Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 177 mg/dl. The customer was advised to insert a new aaa alkaline battery and received failed battery. Customer was advised that we would send replacement battery cap. Customer also reported that she got low battery alarm, blank display and battery out limit. Customer's blood glucose was 177 mg/dl. The customer was advised that we would send replacement battery cap.